Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Lead perforated during vigorous CPR.

Event description:
New information received; the patient presented to the ER with crushing chest pain and shortness of breath. The patient was hypotensive and soon became unresponsive. Extensive CPR was initiated but failed to resuscitate the patient who then was pronounced dead. Autopsy revealed an occlusion of a stent in the right coronary artery and a perforation of the abandoned lead which may have lead to acute tamponade and shock postmortem findings state that the lead perforated during vigorous CPR.

Event description:
It was reported that low impedance measurements and high capture thresholds was observed. Lead damage suspected. The lead was capped and replaced.